Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer will talk to their health care provider about the possible causes of the unexplained high blood glucose levels. The customer did not return the product back for analysis.